Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered six shocks as inappropriate therapy due to oversensing. Additionally, diaphragmatic stimulation was reported. When interrogated, this crt-d had entered safety mode. Technical services (ts) was consulted and reviewed stored data, with an increase in power consumption noted. Ts discussed how noisy signals were noted for the right ventricular (rv) lead channel, which in addition to the increase in power consumption, is indicative of a gate oxide anomaly. Ts discussed how this could affect the rv lead and lead to corrosion, with further rv lead evaluation recommended. This crt-d was explanted and a new device was implanted. The rv lead was evaluated and its measurements were within parameters, so it remains in place and the patient will continue to be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations of this crt-d entering safety mode.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered six shocks as inappropriate therapy due to oversensing. Additionally, diaphragmatic stimulation was reported. When interrogated, this crt-d had entered safety mode. Technical services (ts) was consulted and reviewed stored data, with an increase in power consumption noted. Ts discussed how noisy signals were noted for the right ventricular (rv) lead channel, which in addition to the increase in power consumption, is indicative of a gate oxide anomaly. Ts discussed how this could affect the rv lead and lead to corrosion, with further rv lead evaluation recommended. This crt-d was explanted and a new device was implanted. The rv lead was evaluated and its measurements were within parameters, so it remains in place and the patient will continue to be monitored. No additional adverse patient effects were reported. The device has been returned and analyzed.